Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection revealed a damaged screen and water ingress/contamination on the main circuit board. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a hardware design limitation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The top case was replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. The device was not in patient use when the reported event occurred.